Event description:
In this event it was reported that an estylus 1:5 handpiece became hot and burned a pt's lip. The pt was prescribed an unspecified ointment and an antibiotic as a result.

Manufacturer narrative:
Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and the overheating issue was reproduced. Significant bearing wear and worn o-rings were observed. This issue was possibly caused by insufficient lubrication which resulted in excessive friction. The root cause was determined to be excessive use.